Manufacturer narrative:
(Additional stent implanted for dissection, revascularization, stent implanted) - (B) (4): evaluation results: dissection, myocardial infarction, revascularization.

Event description:
Investigator assessed the previously reported target vessel revascularization, due to instent coronary artery stenosis, which occurred approximately 6 months post index procedure to be possibly related to the study device but not related to the study procedure. Investigator assessed the event of coronary artery dissection which occurred during index procedure to be possibly related to the study device and study procedure. It is reported that the patient recovered with treatment.

Event description:
One endeavor rx drug-eluting stent was implanted at the proximal rca, at 16atm for 25 seconds (MFR report # 2953200-2010-00281), as treatment of the target lesion. The stent delivery system was removed and angiography was performed which revealed a filling defect proximal to the stent suggestive of a dissection, but can not rule out pseudolesion. Based on these angiographic findings, one endeavor rx drug-eluting stent (MFR report #2953200-2010-00282) was implanted at the proximal rca, overlapping, at 18 atm for 27 seconds. The stent delivery system was removed and final angiography revealed an excellent result with good stent apposition, timi 3 flow throughout and no evidence of local or distal complications. Approximately 4 months following index procedure, patient was admitted to an outside facility for nstemi. Patient was treated medically and released. A month later, mps was abnormal. A pci revascularization of the proximal rca was carried out approximately a month later, due to instent restenosis. One stent from another manufacturer was implanted. Patient recovered with treatment. Pt's weight: (B) (6) kgs.

Manufacturer narrative:
.